Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed and found to have fluid intrusion contamination and an electrical/fiberoptic defect leading to 25823. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, repeatable 25823 faults occurred. The faults occurred when the system was powered on. The customer pressed the recover icon, but the error persisted against arm 1. The intuitive tech support engineer (tse) instructed the customer to perform a hard power cycle twice, but the issue remained. It was advised to disable arm 1 to be able to use the system. The procedure was completing as planned with no reported injury.